Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information was received. A pump replacement was reported last on (B)(6)due to reported pump alarm. Family reported the pump alarm went off after an MRI. Patient was doing fine post pump replacement. System used to deliver saline, however it was reported morphine was going to be filled within a couple of days.

Event description:
It was reported a patient had an MRI on (B)(6) 2013; a motor stall followed by a motor stall recovery was noted in the event logs that day. The health care provider (hcp) interrogated the pump and saw a motor stall message occurred in the logs on (B)(6) 3013. The hcp was unsure of the cause and it was reported the patient was at home during that time. The pump was interrogated on (B)(6) 2013 due to the patient reporting hearing a critical alarm, at which time the motor stall from (B)(6) 2013 was discovered. It was reported on (B)(6) 2013 a tube set message occurred. No motor stall recovery was noted in the event logs since (B)(6) 2013. It was reported the patient had no change in symptoms but it was noted the device system was delivering a low dose of morphine and that the patient had oral medications if needed. The hcp planned to wait a few days to see if recovery occurred. Additional information has been requested, but was not available as of the date of this report.